Manufacturer narrative:
Combination product: yes. On (B)(6) 2026, this rv lead was explanted. The patient had an lvad placed a couple months after lead implant. The rv sensing dropped from 20mv to less than 2mv shortly after lvad placement and thresholds increased. No adverse patient events were reported. Should additional information become available, this file will be updated. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that noise was seen on hmsc recordings on 25-mar-2026 and 01-apr-2026. It was reported the lead trends have remained consistent and within normal range. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.